Event description:
Triple lumen line placed in pt by overwire exchange on 7/15/97. Three days after placement, the proximal port was found in the bed, detached from the tubing. Nurses did not know why the port would have detached from the tubing. The port was discarded. On 7/23, the line was removed and saved for eval.